Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump screen developed a crack that impaired navigation, prompting the user to switch to alternative therapy while blood glucose remained normal. Symptoms included no adverse clinical effects. Outcomes included device replacement and user continuation of glucose monitoring with a compatible cgm application. Investigation included review of device function based on user report and coordination of device return and data handling instructions and inspection of the returned device. Investigation of this device revealed a cracked display consistent with physical damage to the screen component that limited usability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display leading to user interface failure.